Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is not being reported based on the following conclusion: an exclusion criterion to the meddev reporting guidelines (negligible likelihood of occurrence of death or serious deterioration in state of health) has been met.

Manufacturer narrative:
Evaluated by product analysis on (B)(4) 2014 with the following findings: no lines were observed on the display screen. Unrelated to the display screen, the audio bolus button cover was torn, but the button was fully responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.